Event description:
Stapler didn't recognize a new load as new. It said it was a reused load. Then we loaded it with a new load and attempted to fire it, and it fired part way then stopped and said the tissue was too thick.